Manufacturer narrative:
(B)(4). No information provided for initial reporter.

Event description:
It was reported that a cadd cadd-legacy plus pump experienced alarmed "no disposable, clamp tubing". Then the device alarmed "no disposable, pump won't run". The alarm was unable to be canceled even after the customer replaced the pump with another one. They suspected this phenomenon may have been caused by the cassette. No patient injury was reported.